Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced insulin flow blocked alarm leading to high blood glucose level event on (B)(6) 2026 due to patient did not change the infusion set despite receiving several insulin flow block alarms. The patient was subsequently admitted to the hospital with symptoms of feeling sick/unwell on (B)(6) 2026 due to hyperglycemia. The patient's blood glucose level during hospitalization was 600 mg/dl. The patient found positive for ketones. During hospitalization, the patient was treated with perfuse intravenous (IV) drip. The patient had not yet been released from the hospital. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results electronic quality management system (eqms) search: a query was run in the eqms on 10-feb-2026 against "lot number" "6013085" and similar malfunction codes: occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required, occlusion issues-cannot be determined. The review confirmed that lot 6013085 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 10-feb-2026 against "lot number" criteria equal "6013085" and similar malfunction codes: occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required, occlusion issues-cannot be determined. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6013085 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac 12, on 01-may-2025 with a total of (B)(4) units. The sub-assembly of the lot 5d04730 was manufactured according to the wi version 29 and manufactured in quickset line, on 30-apr-2025, with a total of (B)(4) units. The sub-assembly of the lot 5d03490 was manufactured according to the wi version 29 and manufactured in quickset line, on 27-apr-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed. Functional testing for the reported malfunction occlusion issues-cannot be determined. All test results were within specification as documented in the attached complaint (B)(4) test report conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013085 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.